Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported there was noise and baseline artifact on the electrocardiogram (EKG). The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed that the noisy EKG was due to a loose electrocardiogram (ECG) connector. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy.